Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was returned for evaluation and upon inspection, there was no biomaterial found in the purge gap. There were no visual abnormalities. The data logs confirm high purge pressure and purge system blocked alarms. About 26 hours after implant, there was a gradual rise in purge pressure after which high purge pressure and purge system blocked alarms were triggered. There was high purge pressure for about 7 hours after which it resolved to normal levels following the addition of tissue plasminogen activator (tpa). The root cause of the high purge pressure was determined to be biomaterial. Added- h6 impact code 4644 d8-device available for evaluation changed to yes.

Event description:
The complainant reported a 78-year-old male patient with post-cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported high purge pressure. Medical staff ran tissue plasminogen activator in the purge and continued to monitor the situation because the alarm had returned. A decision to withdraw patient care occurred, and the patient eventually expired. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿